Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue ¿ meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue started at 12:30 pm on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied any changes to their diabetes management routine as a result of the alleged product issue. Approximately ¿2-3 days¿ after the product issue began the patient experienced the symptoms of ¿dizzy and dry mouth¿, but the patient did not require any form of treatment as a result of experiencing these symptoms. At the time of troubleshooting, the cca noted that the batteries did not need to be changed per the owner¿s booklet recommendation and it was confirmed that there was no misuse of the subject meter. The patient¿s products were replaced and requested for evaluation. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The control solution involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.